Event description:
The patient reported that they had three v-go 40 devices fall off on the same day. It was reported that the skin was prepped with an alcohol wipe and air dried prior to application. It was reported that a device was available for return to the manufacturer for evaluation. However, to date has not been received.